Manufacturer narrative:
The account isolated the issue to the left inside siderail board. He unplugged the board and plugged it back in and bed worked properly.

Event description:
The account alleged the bed had an unintentional head up movement.